Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error alarm as well as frozen display was reoccurred. Customer's blood glucose was 88 mg/dl. Customer stated that the no response from any button. Customer was not able to successfully clear the alarm and buttons began to work in less than 5 minutes without battery change. Customer was advised to remove battery from the insulin pump and insert battery alarm did not appear on insulin pump screen and the insulin pump screen did not turn off. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.